Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. Customer's blood glucose level was 124 mg/dl. Customer stated that it can sometimes take up to 15 minutes just to rewind and prime the pump. Customer stated that the motor sounds like it's having a hard time or struggling. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked reservoir tube noted during visual inspection. Unable to prime and a33 alarmed during prime/a33 alarm test due to loose/protruded drive support disk.